Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of chest pain and difficulty breathing with subsequent hospitalization. The pdrn stated the patient did not complete treatment which infers the patient event occurred during pd therapy. However, there is no documentation in the complaint to show a causal relationship. The admitting diagnosis is unknown and no additional information was available. Based on the available information a cause of the patient adverse event cannot be confirmed.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rtt) was hospitalized for difficulty breathing. Per the peritoneal dialysis registered nurse (pdrn), the patient contacted them on complaints of chest pain. The pdrn instructed the patient to go to the hospital. The patient did not complete pd therapy the day prior to the hospitalization. The patient is currently hospitalized and the pdrn does not have any additional information. The admitting diagnosis is unknown.